Manufacturer narrative:
(B)(4). Device evaluation. The reported complaint product was not returned for investigation. Retain product testing: retain product was tested by chemistry and all results were within specifications. Manufacturing record review: a review of the records was performed. The production process records were found to be acceptable. All testing items were completed and met specifications, including incoming chemical materials testing, primary materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There were no non-conformances related to this complaint. In conclusion, reported lot was deemed acceptable for release. Labeling review: a review of the directions for use (dfu) was performed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. The customer used the product without use of the neutralizing tablet. The directions for use were not followed. All pertinent information available to abbott medical optics has been submitted.

Event description:
A consumer's mother reported that her daughter experienced eye irritation and red eyes with use of consept onestep. The daughter forgot to use the neutralization tablet and wore her lenses. The daughter saw an ophthalmologist and received 2 eye drops: levofloxacin and fluorometholone. The mother was informed to remove the contact lenses immediately and rinse the eyes with a lot of water or lukewarm water, if you accidentally put on contact lenses which have not been neutralized and to follow the directions for use. At the time of the call, the daughter still had irritation in her eyes. No further information was provided.